Event description:
After insertion of intracranial pressure monitor catheter, the device showed an error code rather than a pressure reading. The error code was to replace batteries. Device used either dc power or 9 volt battery. Battery replaced twice with no correction in error code read-out. Staff attempted to call manufacturer's rep for assistance due to the critical status of this patient. No response until the next morning. Device procedures reviewed with manufacturer's rep. Instructions in manual explain that monitor must be turned off before batteries are replaced and then the monitor is restarted when turned back on. The "quick-look" instructions on the side of the monitor did not outline this step. This omission led the staff to believe that they had followed the complete set of instructions. A second problem noted is related to the ac/dc power relationship. When the pt arrived in ICU from or the monitor was slaved, by jack, into the monitoring system. Under normal circumstances, without the error reading, attaching the icp monitor to the monitoring system switches the icp monitor to dc power. Apparently, this does not occur when a battery error reading is occurring. Summary:1 - "quick-look" instructions incomplete regarding battery error message showing. 2 - ac/dc power switch-over is unclear while error message showing.